Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the voltage was measured on the device to be implanted, it was below the minimum voltage required for implant. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.